Manufacturer narrative:
Device evaluation summary: a visual inspection was carried out on the returned proportional solenoid (psol) printed circuit board (pcb), and no anomalies were observed. The psol pcb was also assembled into the failure investigation (fi) test-bed device for further analysis. Upon powering it on, the device failed the power on self test (post) and displayed error codes in the test log. The fault was isolated to component u20. If information is provided in the future, a supplemental report will be issued.

Event description:
While servicing the ventilator, it was observed that the power on self test (post) passed with an error code. There was no patient involvement with the reported event.